Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the rear upper label was removed. Functional testing involved powering up the pump. During the investigation, the reported issue was not able to be duplicated. The problem source could not be identified. The investigation found that there was a deep scratch mark on the downstream occlusion sensor and the downstream occlusion sensor was replaced as a preventive measure. Based on the investigation, the complaint allegation was not confirmed. Additional information was received indicating the issue was found during testing, there was no patient involvement.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed a double alarm that there's no cassette. There were no injuries or adverse events reported.